Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous shunt within the patient's right forearm. The 4.0mm x 40mm sterling balloon catheter was advanced to treat the target lesion. Inflation was performed once at "maybe" 8atms. During the second inflation, the balloon ruptured at 12atms. The device was removed intact and the procedure was completed with another with same device. No patient complications were reported and the patient's status is good.